Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the when the customer connected the sensor to the transmitter, the green light did not flash. Blood glucose was unknown. It was stated that when the sensor was removed, the electrode was missing. No troubleshooting was performed. Sensor is expected to return.

Manufacturer narrative:
Inspected (B)(6) opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing (B)(6) insertion needle.